Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that visited the emergency room due to high blood glucose on (B)(6) 2019 with the blood glucose of 520 mg/dl. Customer¿s blood glucose was 560 mg/dl. The customer was treated with the insulin pump. The insulin pump had multiple pump error alarms and power loss alarm. The troubleshooting was performed for the sensor glucose versus blood glucose, power loss alarm, high blood glucose and under delivery and pump error alarms. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The self test was performed and it was passed. The auto mode was active at the time of high blood glucose incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.